Event description:
It was reported that device does not recognize the syringe. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed counterfeit top case with crack on right plunger case. Cracked battery door and left plunger case has broken screw boss. Customer?s reported issue was duplicated. The root cause of the reported issue was determined. This issue was caused by the customer's incorrect assembly of the device plunger head. Actions taken to mitigate the reported issue: replaced plunger board, push block, plunger gear cam and both timing plates. Performed preventive maintenance and all functional testing which passed.